Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph and 100 samples from the customer in support of this complaint. Evaluation of the photograph attached shows low draw volume in the tubes. 20 returned samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. The complaint has been confirmed due to the photograph provided. Although photograph provided by the customer do indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of returned samples from lot number provided: 2256241 did not confirm the reported defect. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during use with 3 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: problem of filling tubes in the resuscitation and cardio department and other 9% of rejection.

Event description:
It was reported that during use with 3 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the tubes underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: problem of filling tubes in the resuscitation and cardio department and other 9% of rejection.

Manufacturer narrative:
Medical device lot #: 2253241 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.